Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer who indicating that the down post on the gcx arm broke off and the x2 fell off and hit the floor. On further investigation the rse was advised that the down post on the arm had become loose over the years and was being held on by only a one or two screws. The screws sheared off and the x2 fell. It was unknown who originally installed the gcx arm. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a maintenance issue. The customer remounted the gcx arm to resolve the issue.

Event description:
It was reported that the gcx arm broke off and the x2 fell off and hit the floor. The device was not in use on a patient at the time of the event. There was no adverse event reported.